Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported event of the user experiencing a shock from the system controller while using the mobile power unit (mpu) was not confirmed. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The mpu in use during the event was not available to be tested with the system controller, and as a result additional current leakage testing could not be performed. The controller was opened to investigate the internal components and no anomalies were observed. The controller was hooked up to multiple power sources to attempt to replicate the shocking sensation, but it was not reproduced. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The controller being dropped in water is reported in MFR report #2916596-2021-05375. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient reported feeling a "shock" sensation coming from the seam around the system controller when the system controller touched their skin. The patient reported they felt this about 2 nights ago prior. The patient reported they dropped their primary controller in water and it was completely submerged for 5-10 seconds 2 months prior to this event. No alarms were seen in their recent log file history. The patient remained an out patient and tolerated the system controller exchange well.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a shock sensation coming from the system controller was not confirmed. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The controller was opened to investigate the internal components and no anomalies were observed. The controller was hooked up to multiple power sources to attempt to replicate the shocking sensation, but it was not reproduced. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.